Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutdown. The customer¿s blood glucose was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.